Event description:
It was reported that the micro oscillating saw heated up during a routine equipment eval at the user facility, by a MFR's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion. The presence of widespread corrosion is likely to cause or contribute to the handpiece heating up.